Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump had a no delivery alarm and failed battery test alarm. The blood glucose at the time of the incident was 77 mg/dl. The customer states they were unable to clear the no delivery alarm. The customer was assisted in clearing the no delivery alarm, when the failed battery test alarm occurred. The customer states having high blood glucose level of 270 mg/dl. The customer was assisted in delivering a bolus. Troubleshooting attempted, but the customer declined. The device will, not be returned for analysis.